Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that a low impedence, replace catheter error message appeared. No patient injury is reported. Evaluation summary: the closurefast catheter was received for evaluation with the original packaging. No additional ancillary devices or cine images from the procedure were received. A tear on the clear coating of the coil was observed approximately 55 mm from the distal tip, with sanguine dried residue surrounding. The catheter shaft was examined visually and tactilely: no bends or anomalies were observed. The handle had sanguine dried residue. The connector was viewed under the microscope and found no damage or anomalies. Testing/findings: the device was attached to a test generator unit. Immediately after plugging the catheter into the generator the following message appeared: "advisory: impedance low. Replace device." (Photo 11). The device did not pass continuity and resistance functional testing: e+ to e- 41.1hms (80-113ohms), tc+/tc- 113.8hms (lte 250ohms), resistor 1 value 13.7kohms (13.43-13.97kohms), and resistor 2 value 8.07kohms (7.90-8.22kohms. The device failed the e+ to e- test.